Event description:
It was reported that the device will not stay on after start up, even with fresh battery. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 08-jun-2022 via email and attached to complaint object: no patient injury. Contact details provided.

Manufacturer narrative:
Other, other text: b5: additional information received on 08-jun-2022 via email and attached to complaint object: no patient injury or contact. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Faulty pwa (printed wiring assembly) board was replaced. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device., corrected data: d4: correction: model number: 7400 h4: correction: device manufacturing date: 17-aug-2016.